Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of pitch cable frayed - distal to be related to the customer reported complaint. The instrument was found to have a frayed pitch cable at the clevis hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was not evidence of discoloration or corrosion/ contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument involved with the complaint for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a broken or loose cable. The conductor wire of the instrument was reported to be disconnected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: silver cable was damaged and disconnected.